Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation and the unit showed that the base handle was closed without the 6 inch transitional installed and deformed hole. The unit was received without the 6in transitional member and was missing the roll pin from the right bracket. The adjustment wrench has worn threads. Shock cushion and 1/4" pin were worn. The device was manufactured in 2009 ; which is beyond integra's 7 years recommended life cycle. The complain was confirmed. The left bracket was stuck in position and unable to be adjusted. The observed condition was likely caused by wear and tear over time / improperly handling of the device. The definite root cause could not be reliably determined.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00309.

Event description:
This is 1 of 2 of reports. A customer reported that the a2101 mayfield ultra base unit would not lock to the table. There was no known patient injury nor delay in surgery.